Event description:
It was reported when the device was used during a lobectomy procedure the pin did not seat properly. When it was fired across the pulmonary vein it did not staple. The compression of the device led to a tear in the vein. The tear was repaired using sutures. As a result the pt lost 1000cc. Due to an adequate hgb, dr did not order blood products for the pt. Pt is recovering without any complications.